Event description:
The customer reported that the device seemed to have an intermittent power connection. This was discovered during routine device check. No pt was involved.

Manufacturer narrative:
Conclusion: device has been serviced and tested and will be returned to the customer upon approval of a purchase order. Manufacturer's evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The reporter stated, that the power is intermittent to the device. Evaluation of the device confirmed the reported problem. Investigation found a mechanically damaged socket on the battery's connector. The device is designed so that the battery is replaceable by the user. Magnified examination of the affected area showed that the ground socket was badly misshapen. It cannot be conclusively determined how the socket came to be damaged. The battery and its connector were replaced and the device then functioned normally. The device subsequently passed acceptance testing and is awaiting po approval to be returned to the customer.